Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. Also, the pump had a minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and a scratched reservoir tube window. No cracked lcd window or cracked case at the display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks around the display window of the insulin pump.